Event description:
Complaint received from distributor as follows: "complaint was received from (B)(6) customer dentsply with description: during production one catheter was found with a sharp edge around the tube. The sharp edge seems have been created when the tube has been spliced. Output from incoming inspection."

Manufacturer narrative:
Based on available information, medical determination is that this malfunction is serious. A rough or jagged edged catheter may injure the soft tissues of the urethra in the process of insertion or removal. This may result in bleeding with healing by scarring. Affected sample has been received and evaluated. The samples did not meet spec. There is a sharp edge around the tube. The sharp edge was removable by water. Review of the history batch record showed that no nonconformity was recorded during the mfg process. All relevant tests required during mfg process and final product releases were fulfilled and met requirements. We have never received the similar complaint for this ref code. Our investigation has shown that the structure of material found on the tube is the same as the structure of uv hardened loctide. The mentioned lot was produced on machine a020. This type of glue as well as associated production tools is not used during mfg process on this machine. Taken into consideration this fact we cannot determine the originator of fault. The failure is not included in relevant risk mgmt file. Reported to the FDA on (B)(4) 2013.